Event description:
It was reported that this patient presented to the hospital due to receiving shocks after getting into a fight. This implantable cardioverter defibrillator (ICD) emitted beeping tones due to recorded fault codes 1004 and 1007. Due to the reported troponin levels indicating the patient experienced a possible ventricular tachycardia (vt). This device was scheduled to be explanted at a future date. No adverse patient effects were reported.